Event description:
It was reported that on (B)(6) 2012 when a patient came home from the hospital following initial device implant the patient's wife had to call 911 to take the patient to the emergency room. The patient reportedly "just seemed to have lost everything, he didn't know who I was or who he was." The patient was admitted to the hospital. The health care provider (hcp) at the hospital told the patient's wife that the patient was getting four and a half times too much morphine than what the patient should have been getting through the pump. The patient's follow up hcp was contacted and wanted the pump shut off for a couple hours. The hcp then shut the pump off for two weeks to get the morphine out of the patient's system and took the patient off all other medications. On the day of the patient's pump implant, the patient had reportedly been on fentanyl patch, ativan, and vicodin. It was reported the patient's wife almost "lost the patient three times" and that the patient "almost died from the pump." It was noted the patient was diabetic and "it set his diabetes off, his reading went down to 40" and the patient's wife had to call emergency to come "and they had to take him." It was stated, "he was like an addict trying to get him off it," however, it was unclear who this was referring to. It was reported that the pump was now fine and there was no concern with the pump currently. The patient's next refill was scheduled for (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).